Event description:
The pump was returned for investigation. Evaluation revealed that the display has a dim, pink contrast and the battery compartment is cracked. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the keypad is torn over the up and ok buttons. All of the keypad buttons respond properly. The keypad was removed and no contamination was found. Pump booted to the verify screen with dim pink contrast. There's a battery compartment crack along the case seal. (B)(6).